Event description:
A pump alarm was reported during the load process, with an existing history of similar alarms. There was no adverse impact on the customer's blood glucose level. Technical support educated the customer on the proper load process and confirmed a replacement pump would be shipped under warranty. The caller acknowledged instructions to use a backup insulin pump, store the current pump properly, and return it within 10 days using a pre-paid label.